Event description:
As reported during use in a patient with this pressure monitoring kit the connection between the z site sampling site and pressure tubing was found detached. This occurred when the patient posture was being adjusted after rehabilitation. There was also backflow of blood into the arterial line. When these malfunctions were found there was no strong tension on the kit. The customer commented it was possible that some pressure had been applied during rehabilitation. There was no allegation of patient injury. The device will be available for product evaluation.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review was not completed as a lot number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One pressure monitoring set was returned for evaluation. Customer report of connection between z site sampling site and pressure tubing was found detached was confirmed. As received, pressure tubing was found completely detached from the distal bond joint with z site. Indication of bonding material was evident on tubing bond surface area. Tubing od measured near the point of detachment was within specification. No visible damage or occlusion was observed from the rest of the kit. Since a lot number was not reported, the device history record review could not be performed. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore a root cause could not be established. There are manufacturing controls to avoid potential causes related to the bond - tubing to sample site - detached malfunction as follows: 100% leak test, first unit verification, quality assurance sampling inspection, and 100% visual inspection by manufacturing.